Event description:
The device was returned with no information.

Manufacturer narrative:
(B)(4). Final device analysis revealed a high s2 battery resistance. The in house battery tester par 273a reported r = 338 ohms. Logs were clean with no indication of a stall occurring at any time. Drug infused per analysis was morphine.